Event description:
I used an equate brand covid-19 antigen rapid test (at-home test) and the control line did not show up. The test is considered invalid and faulty due to the control not working. I used another brand of at-home test the next day in which the control line did work, and I was covid positive. The faulty test did not cause me or anyone else any harm for this event; however, equate/walmart refuses to do anything about the faulty test. I had purchased 3 tests and tried to return the other 2 and they refused stating their policy does not accept returns on covid at home tests. I called the number on the test box and they put in a note to the supplier and said I should hear back. I have not heard back in over a month. Walmart/equate need to address the complaint that the control line did not work on one of their covid-19 at home tests. I am a microbiologist who specializes in quality control so I assure you I know how to read directions and use an elisa test properly; the test kit was faulty.